Manufacturer narrative:
Block b3 has been corrected, and block b5 has been updated. Block h6: device code 1158 captures the reportable event of stent deployment failure after puncture has been made into the bile duct. Block h10: a hot axios stent and delivery system was returned for analysis. A visual examination of the device noted that the stent was received fully deployed and expanded. The stent deployment hub was in its original position, the catheter hub was moved proximally, and the catheter lock was in the locked position. The yellow safety clip was not returned. A functional evaluation was performed, and the catheter hub advanced and retracted without resistance. The stent deployment hub was also able to be moved without resistance. The stent was measured to be within specifications. There were no other issues noted. A labeling review was performed, and from the information available this device was not used in a manner consistent with the directions for use (dfu) / product label. The complainant reported that the handle was rotated as the device was luer locked to the scope; however, the dfu states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The reported deployment issues indicate operational difficulties experienced during the procedure and are likely due to anatomical or procedural factors. Some echoendoscope and elevator positions result in excess friction between the catheter and the working channel. Friction can impact the performance of the device. Procedural factors, such as the handling of the device and normal procedural difficulties encountered during the procedure, could have possibly affected the device performance and its integrity contributing to the reported event. Therefore, a review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted transduodenal to the bile duct during a bile duct drainage procedure performed on an unknown date. According to the complainant, during the procedure, it was not possible to deploy the stent. Reportedly, the device was in an over-the-top position, and the puncture window was narrow. After the bile duct was punctured, the physician attempted to deploy the first flange of the stent, but the outer sheath did not retract, and the first flange could not be deployed. A guidewire was inserted, and the delivery system was removed from the patient. A second hot axios stent was placed to complete the procedure. Reportedly, after removing the device from the patient, the delivery system handle was at step #2, but the first flange of the stent was not deployed. The stent was able to be deployed after the handle was retracted to step #4. There were no patient complications reported as a result of this event. The procedure was performed (B)(6) 2019. Reportedly, the handle was rotated as the device was luer locked to the scope.

Manufacturer narrative:
Block b3 has been corrected, and block b5 has been updated. Block h6: device code 1158 captures the reportable event of stent deployment failure after puncture has been made into the bile duct. Evaluation conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted transduodenal to the bile duct during a bile duct drainage procedure performed on an unknown date. According to the complainant, during the procedure, it was not possible to deploy the stent. Reportedly, the device was in an over-the-top position, and the puncture window was narrow. After the bile duct was punctured, the physician attempted to deploy the first flange of the stent, but the outer sheath did not retract, and the first flange could not be deployed. A guidewire was inserted, and the delivery system was removed from the patient. A second hot axios stent was placed to complete the procedure. Reportedly, after removing the device from the patient, the delivery system handle was at step #2, but the first flange of the stent was not deployed. The stent was able to be deployed after the handle was retracted to step #4. There were no patient complications reported as a result of this event. The procedure was performed (B)(6) 2019. Reportedly, the handle was rotated as the device was luer locked to the scope.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2019, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2019. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted transduodenal to the bile duct during a bile duct drainage procedure performed on an unknown date. According to the complainant, during the procedure, it was not possible to deploy the stent. Reportedly, the device was in an over-the-top position, and the puncture window was narrow. After the bile duct was punctured, the physician attempted to deploy the first flange of the stent, but the outer sheath did not retract, and the first flange could not be deployed. A guidewire was inserted, and the delivery system was removed from the patient. A second hot axios stent was placed to complete the procedure. Reportedly, after removing the device from the patient, the delivery system handle was at step #2, but the first flange of the stent was not deployed. The stent was able to be deployed after the handle was retracted to step #4. There were no patient complications reported as a result of this event.